Manufacturer narrative:
This is a follow up to emdr (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, lymphadenopathy, migration.

Event description:
Healthcare professional reported right side "cysts", "extreme pain", "trace amount of peri implant fluid", "inflamed", "very worried and upset", and rupture. Healthcare professional later reported "there appears to be silicone containing right axillary and internally mammary chain lymph nodes" via MRI. Device was explanted and replaced.